Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure, the device became hot. A backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was observed to be corroded internally and is the cause of the complaint. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.